Event description:
It was reported that it was almost impossible to see the etching for depth determination on the depth gauge during a wrist arthrodesis surgery. The etching on the depth gauge was very faint but the surgeon was still able to see it. However, the surgeon had to turn the depth gauge into several angles to see the number. This caused about a 3 to 5 minute delay in the surgery. The surgeon continued to use the depth gauge during the case. There was no pt harm/injury.

Manufacturer narrative:
The following product ws also used on the same pt: (B)(4) (2.5mm self retaining hex driver for 2.7 mm and 3.5 mm cortical, c-clip design). To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.